Event description:
A medtronic representative reported that, while in a procedure, the software became unresponsive. When clicking back in the software from navigate to register, the software became unresponsive for approximately one minute before the previous clicks caught up. The software became unresponsive, again, when a hard re-boot was performed and at the end of the first case. In trouble-shooting, after the medtronic representative deleted over 140 patients from the navigation system, functionality and performance had improved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 software investigation completed. Findings are that there was an excessive amount of exams stored on the system. After deleting over 140 patients software performed as expected. Software is functioning as designed. Use error.